Event description:
It was later reported that the reported adverse events were due to emotional stress. Patient has requested to turn the vns back on. No other relevant information has been received to date.

Event description:
The provider responded. It is unknown what the cause of migration, lead pulling, and headache is. The physician reported that there is no protrusion of the generator. Lead protrusion was not assessed. The reported increase in seizure was not documented by the physician. The reported disablement was noted to be due for patient comfort only. No other relevant information has been received to date.

Event description:
It was later reported that the patient underwent reposition surgery. The vns was interrogated prior to surgery and the impedance was within normal limit. Neck incision was opened and examined lead loop was confirmed to be present. The surgeon removed the tie downs to allow more room above the lead; no new ties downs were placed. A test resistor was used to test the impedance of the generator the impedance value was within normal limits. The lead was then reinserted into the generator; the impedance value was within normal limits. The lead was then reseated into the generator; the impedance value was within normal limits. The generator was then re implanted into the chest with the original lead and the final impedance reading was 3921 ohms. No lead or generator was replaced. No other relevant information received to date.

Event description:
It was reported there is a concern for device migration and tightness in the lead. Patient also is experiencing lead protrusion, and increased seizures. Patient was reported to have been wearing a weighted vest while roofing that may have applied pressure to the lead. System diagnostic was preformed and was within normal limits. Device was disabled as requested by the physician. X-rays and endoscopy was ordered by the physician. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.

Manufacturer narrative:
F10 health effect, clinical code: code e2402 utilized; appropriate term ¿migration¿ is not available. F10 health effect, clinical code: code e2402 utilized; appropriate term ¿lead pulling sensation¿ is not available. F10 health effect, clinical code: code e2402 utilized; appropriate term ¿protrusion¿ is not available. Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova & employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any defects¿ or malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use. Health effect - clinical code: e010901.